Event description:
The recipient reportedly experienced no sound due to a middle ear infection. The recipient additionally experienced localized ear pain (not at the implant site) and facial nerve stimulation, which resolved with programming adjustments. The recipient presented with swelling. The recipient was prescribed antibiotics and prednisone to decrease swelling. External equipment was exchanged and programming adjustments were made, however, the no sound issue did not resolve. The recipient ceased device use. The recipient's device was explanted. The recipient was not reimplanted. The middle ear infection has resolved.

Event description:
The recipient reportedly experienced no sound due to a middle ear infection. The recipient additionally experienced localized ear pain (not at the implant site) and facial nerve stimulation, which resolved with programming adjustments. The recipient presented with swelling. The recipient was prescribed antibiotics and prednisone to decrease swelling. External equipment was exchanged and programming adjustments were made, however, the no sound issue did not resolve. The recipient ceased device use. The recipient's device was explanted. The recipient was not reimplanted. The middle ear infection has resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
An abscess was found, during explant surgery. And a CT, MRI, and biopsy were completed (results unknown). The recipient will be reimplanted at a later date. The recipient reportedly, recovered from explant surgery. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.